Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) and a right atrial (ra) lead due to bacteremia with multiple vegetations. Prior to use of any spectranetics devices, the vegetations were removed using angiodynamics-the angiovac system. Then, spectranetics lld ez lead locking devices (lld ezs) were inserted into each lead to provide traction. Next, a spectranetics 13f tightrail rotating dilator sheath was used on the rv lead, and lead was removed successfully. Switching to a new 13f tightrail on the ra lead, the lead was removed, and no effusions were detected via transesophageal echocardiogram (tee). However, after several minutes, the patient¿s blood pressure began to decline, and a hemothorax was noted. Rescue efforts began, including sternotomy, and a perforation in the superior vena cava (svc) was discovered and repaired. The patient survived the procedure. This report captures the 13f tightrail device in use when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
A3b) patient gender - not available from facility. A4) patient weight - not available from facility. B7) other relevant history - not available from facility. H3) the tightrail was discarded, thus no returned product investigation was performed. H6) great vessel perforation is a known risk of complication with use of the tightrail device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.